Event description:
New information received indicates that the icm exhibited over-sensing of t-wave. No intervention was performed. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the implantable cardiac monitor (icm) exhibited over-sensing of t-wave. Programming changes were made. The patient was in stable condition.